Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar product sold in the us.

Event description:
The customer alleges that the connection of the cannula (introducer needle) has a crack.

Manufacturer narrative:
(B)(4). The customer returned a lid stock and introducer needle for evaluation. Visual examination of the introducer needle revealed one crack along the body of the luer hub. No damage was observed on the needle cannula. The needle hub was tested for leaks by attaching an ars syringe from lab inventory filled with water to the needle hub and depressing the plunger to expel the water. Water exited both the needle bevel and the crack in the needle hub. A device history record (DHR) review was performed with no relevant findings. The customer report of a crack in the needle hub was confirmed by visual examination of the returned needle. A single crack was observed on the needle hub body. A DHR review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that the connection of the cannula (introducer needle) has a crack.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the connection of the cannula (introducer needle) has a crack.